Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a smartablate¿ system irrigation pump (us) and the patient experienced an air embolism and medical intervention was required. It was reported that while doing the pulmonary vein isolation and toward the end of the procedure, the physician noticed bubbles inside the aorta. They reported that the patient's blood pressure dropped and heart rate slowed. The bubbles were confirmed with intracardiac echocardiography (ice). The physician performed heart cath maneuvers to determine where the bubbles originated from. The physician was unable to determine where the bubbles originated from during the procedure. The procedure was aborted. They were in the testing phase and that the therapeutic portion of the procedure was completed. The patient woke up, was breathing fine, and passed tests from the certified registered nurse anesthetist (crna) and nurses. The patient was sent to the emergency department to be evaluated per protocol. The patient was reported to be in stable condition. Post-procedure the physician determined that the bubbles had come from the pressure bag that was connected to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was the procedure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: (1) manufacture report number for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath - medium) . (2) importer report number # 2029046-2023-50012 product code m490008 (smartablate¿ system irrigation pump (us)).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a smartablate¿ system irrigation pump (us) and the patient experienced an air embolism and medical intervention was required. It was reported that while doing the pulmonary vein isolation and toward the end of the procedure, the physician noticed bubbles inside the aorta. They reported that the patient's blood pressure dropped and heart rate slowed. The bubbles were confirmed with intracardiac echocardiography (ice). The physician performed heart cath maneuvers to determine where the bubbles originated from. The physician was unable to determine where the bubbles originated from during the procedure. The procedure was aborted. They were in the testing phase and that the therapeutic portion of the procedure was completed. The patient woke up, was breathing fine, and passed tests from the certified registered nurse anesthetist (crna) and nurses. The patient was sent to the emergency department to be evaluated per protocol. The patient was reported to be in stable condition. Post-procedure the physician determined that the bubbles had come from the pressure bag that was connected to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Additional information received indicated they performed a test after the case with the pump and bubble sensor and the equipment worked as intended. This adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician believes air got into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. He speculated the most likely cause being from when he performed a catheter exchange. Intervention provided was that a heart cath was performed. The patient¿s outcome from the adverse event was reported as fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event as they believe it is hospital protocol for the patient to remain overnight given an event occurring. Patient¿s medical history included an abg was performed (the results were all good). The patient did not exhibit any neurological symptoms since the procedure was completed. The patient was released from the hospital (B)(6), the day after the procedure.